Event description:
The customer reported that the insulin pump shut off inadvertently. The customer stated that he tried to bolus, but the device did go further than 0.5 units and started over again. The customer also stated that the numbers on the device disappeared. Troubleshooting was performed. The bolus history revealed that a delivery of 1.5 units was entered and it stopped at 0.8 units. The alarm history revealed several low reservoir alarms. Ran a 1.0 unit test and the insulin exited. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded battery tube and battery cap. Further testing was not performed due to the blank display.